Manufacturer narrative:
The device was not in clinical use at the time of the event. An authorized service personnel (asp) was dispatched to the customer site and was unable to replicate the reported issue and the device booted up with no problems. The asp discovered while on site that the customer did not know how to operate the device. The asp performed operational testing and the device passed all required testing.

Manufacturer narrative:
Upon further review, it was found that this issue was due to user error, and the field service engineer was not able to duplicate the reported malfunction. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
Report date: 30sep2021. (B)(6).

Event description:
It was reported to philips that the device was plugged in and it would not work. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.